Manufacturer narrative:
(B)(4). Batch # n54u63. The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during an unknown procedure, the jaws of the device were open in the package; the device could not close. The surgeon closed the device with force outside any patient and the device could not open. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.